Event description:
In 2 days rptr has had 4 sets of tubing have the same failure. During surgery the tubing is attached to a 3000cc bag of saline. Each time the gray coupler cap cracked along the seam leaking fluid all over. All 4 have the same lot#.